Event description:
It was reported that the large hem-o-lok clip applier instrument had unexpected movement. There was no reported patient impact or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have multiple input disk broken. Input disk #6 & #7 were found completely detached from the housing. As a result, the instrument moved unexpectedly due to no tension on the grip cables. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.